Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was "very scared" of her device after being shocked and landing on her back. The patient went to the emergency room and it was determined that the device treated the patient for "fast heart rhythm." It was also reported that an alert sounded and the patient was taken to the emergency room via ambulance in an additional incident. While the patient was in the hospital, they were shocked multiple times. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patiend was "very scared" of her device after being shocked and landing on her back. The patient went to the emergency room and it was determined that the device treated the patiend for "fast heart rhythm". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.